Event description:
It was reported that the screen of a device was difficult to see, leading to issues in reading and interaction. The customer's blood glucose level dropped to 48 mg/dl due to the display problem. The customer consumed carbohydrates to address the low blood glucose level, without requiring third-party assistance, and did not experience any loss of consciousness or injury. Reportedly, customer reverted to manual injections for insulin therapy.